Event description:
It was reported that two (02) exactamix 3000 ml eva tpn bags had particulate matter inside the primary container (bag). This was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between april 17, 2024, to april 18, 2024. H11: two (2) devices were received for evaluation. A visual inspection was performed, and particulate matter/foreign matter was observed in the bag. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was inherent to contamination during the manufacturing packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.